Event description:
It was reported that during a routine device replacement procedure, the physician attempted to connect a chronic competitor right ventricular (rv) lead with a new cardiac resynchronization therapy defibrillator (crt-d), however, the lead could not advance into the header of the crt-d. Mineral oil, along with adipose tissue oil, was used to lubricate the lead and pin and the lead was still not able to be connected. The physician then requested another device and attempted to insert the df4 rv lead into the crt-d device but the same results were observed. The physician tried several times and decided not to implant the crt-d and utilized a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.